Manufacturer narrative:
(B)(4). Batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical resection of right upper lung cancer surgery, after firing, the device jaw would not open. As the tissue was cut off, the device was removed from the patient through tissue gap. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.